Event description:
The customer reported less than one (1) milliliter of clear fluid dripped from the manual probe while performing latron involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The facility has an exposure control plan in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered vl13 marginally operating affecting the integrity of the needle bellows drain and replaced valve vl13 to resolve the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).